Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not tighten the luer lock securely. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause hyperglycemia (high bg) events.